Event description:
It was reported that the right ventricular (rv) lead was exhibiting high thresholds at a post-op wound check. A chest x-ray showed a possible lead dislodgement. The lead was repositioned with acceptable threshold measurements. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 1688tc competitor implantable pacing lead 2013 (B)(6); 1258t competitor implantable pacing lead 2013 (B)(6). (B)(4).